Manufacturer narrative:
The initial MDR 2247117-2016-00091 was filed on december 27, 2016. The customer provided additional contact details.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The technician at the customer site verified that the clot function was working properly. As a preventive measure, the technician replaced the manifold assembly and probe assembly. A siemens headquarters support center (hsc) specialist reviewed the instrument data. Quality control was within range on the day discordant result was obtained. The hsc specialist indicated that there may have been a bubble in the sample tube at the time the sample was aspirated. The cause of the discordant, falsely low ipth result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low intact parathyroid hormone (ipth) result was obtained on one patient sample on an immulite 2000 xpi instrument. The discordant result was reported to the physician(s). The sample was repeated twice on the same instrument, resulting higher both times and matching the clinical picture of the patient. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ipth result.